Manufacturer narrative:
The returned air gas module which regulates the inspiratory air gas flow to the patient has been investigated. During test in a reference ventilator it was failing the pre-use check in the subtest ¿internal leakage test¿ with the message ¿system volume too large¿, this indicates that the air gas module is not deliver air gas to the patient with the consequence that the oxygen concentration will be higher than expected. The failures were caused by a defective delta pressure transducer on a printed circuit board inside the gas module. There was no visual evidence of failure in the microscopic inspection inside the pressure transducer. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The failure was confirmed in received device logs. We could trace back the reported problem to (B)(6) therefore the date of event was determined as (B)(6) 2017.

Event description:
(B)(4).

Event description:
It was reported that a high oxygen concentration alarm occurred when the ventilator was being used on a patient. There was no patient harm reported. (B)(4).